Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. It was discovered that there was a hole in both seal plugs. The reported observations of far-field oversensing is consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that this pacemaker had exhibited far-field oversensing of right ventricular pacing on the atrial channel. No inappropriate mode switches had occurred as a result. No adverse patient effects were reported. The device was later explanted and replaced for an unknown reason.